Event description:
Customer reported an issue with pump¿s touchscreen, which was unresponsive and frozen, preventing interaction. There was no adverse impact to customer¿s blood glucose level. Despite attempting a pump reset, the issue persisted, leading technical support to arrange a replacement pump. Customer was informed to use multiple daily injections (mdi) as an interim insulin delivery method and to return the defective pump in a provided return box to avoid charges. Instructions for storing and programming the new pump were given, and it was confirmed that the pump was under warranty.